Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with a blood glucose of over 400 mg/dl. The customer's current blood glucose is 300 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer declined to troubleshoot. The customer was wearing the insulin pump during the hospitalization. The customer also reported getting alert for sensor not updating, change sensor and calibration not accepted. The insulin pump will be returned for analysis.